Event description:
A journal article was reviewed that contained information regarding this leadless implantable pulse generator (ipg). The article reports a patient who became hypotensive and experienced syncope three days post implant of the leadless ipg. Inpatient telemetry was notable for torsades de pointes (tdp) which lasted for 24.5 seconds, then spontaneously terminated. The patient was treated with magnesium. The next day the patient continued to have several episodes of tdp, all spontaneously terminating. Reprogramming was performed. They noted that the algorithm of the device had triggered the tdp and that algorithm was subsequently turn off. The patient had no further recurrence of tdp., however, the patient died two weeks later secondary to hypoxic respiratory failure from aspiration pneumonia. The status/disposition of the device is unknown. Further follow up did not yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: leadless pacemaker¿induced torsades de pointes. Heart rhythm case reports. 2021. 7:79¿82. Doi.org/10.1016/j.hrcr.2020.11.009. If information is provided in the future, a supplemental report will be issued.